Manufacturer narrative:
H10. H3, h6: two devices returned identified as (B)(4). The devices were used for treatment. (There were 3 related complaints found (B)(4), (B)(4), (B)(4)). The first complaint was not 100% confirmed as (B)(4) or (B)(4) because the lot on the carton aligns with (B)(4) but the second on the foil pouch and chart stick labels aligns with (B)(4). (B)(4) will be closed as no product returned. The allegation could not be confirmed. Complaint history review indicated no similar allegations for the lot number reported. Device history review/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. No clinical/medical information was provided for the investigation. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. In conclusion, the foreign substance inside the cannula was not found during the product inspection. A root cause of the site finding cannot be concluded. The ¿product met specifications upon release to distribution. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution. The report numbers of the mentioned complaints are: (B)(4).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the procedure, it was found a foreign substance inside the cannulation of the ultra fast-fix. No delay and a back up was available to complete the procedure. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.